Event description:
It was reported that the customer went to the emergency room (ER) in morning with a blood glucose level of 408 mg/dl; cause was not known. The customer was provided water to the to treat the elevated bg. The customer was released from the ER 2 hours and 30 minutes after they had arrived. Reported, 90 minutes later the customer returned to the ER with a bg of 433 mg/dl and ketones. Customer was then treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours with the issue finally resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 433 mg/dl and ketones. Cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.